Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed and calcified target lesion was located in a moderately tortuous posterior tibial artery. An 0.014 micro catheter and guidewire crossed the lesion. A 2.0mm x 220mm x 150cm coyote balloon catheter was used for dilatation. The physician noticed that the contrast media was leaking from the balloon. The balloon had ruptured. A 1.50mm x 20mm non-bsc balloon catheter was advanced and could not cross the lesion. Predilation was completed with a 1.5mm x 20mm coyote es and a 2mm x 150mm coyote mr balloon catheters respectively. No patient complications were noted and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. The inner shaft was kinked adjacent to the proximal edge of the proximal markerband. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed and calcified target lesion was located in a moderately tortuous posterior tibial artery. An 0.014 micro catheter and guidewire crossed the lesion. A 2.0mm x 220mm x 150cm coyote balloon catheter was used for dilatation. The physician noticed that the contrast media was leaking from the balloon. The balloon had ruptured. A 1.50mm x 20mm non-bsc balloon catheter was advanced and could not cross the lesion. Predilation was completed with a 1.5mm x 20mm coyote es and a 2mm x 150mm coyote mr balloon catheters respectively. No patient complications were noted and the patient's condition was good.